Event description:
It was reported that on (B)(6) 2024 the patient experienced a massive hemorrhage from the oral cavity after tooth extraction. The patient was given a blood transfusion of between 4 and 8 units the same day. The patient's laboratory values from (B)(6) 2024 showed prothrombin time (inr of 1.2 iu and platelet count (plt) of 29.0 ×104/l. The patient was given medication to treat the event and was noted to have been on anticoagulants (warfarin and aspirin) at the time of the event. The cause of the bleeding was determined to be related to diagnostic procedures, and the bleeding was determined to be device related. The patient was admitted to the hospital at this time and discharged on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: model and catalog numbers corrected. Section d5: operator of device corrected. Section e1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.